Event description:
I used renu with moistureloc contact lens saline solution four months during 2005. I went to hosp with a very bad eye infection. Diagnosed with fusarium keratitis. I had to go through steroid treatment and had eyelids scraped to remove fungus. My vision was impaired considerably, left eye has scars on it, more than 50% vision loss in left eye. Now have extremely dry eyes.